Event description:
The customer reported the agilia infusion pump was alarming when plugged in. There were no adverse reactions reported during the use of the device. The device was returned for further evaluation. The device was received for evaluation and service confirmed the device was alarming when plugged in. The evaluation found the cause to the reported problem is due to a malfunctioning central processing unit (cpu) pcb which was replaced. Further evaluation found a small crack in the pump block which also was replaced. After repair, the device was found to meet specification.